Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated. Subsequently, the device was explanted and replaced without incident.